Event description:
The pt was being fed using a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver 20 ml/hr. 800 ml were delivered in 2.5 hours. There was no illness injury or medical intervention. The pt's stomach was aspirated using an ng tube. 800 cc were retrieved.